Event description:
It was reported that external pulse generators (epg) were causing r on t pacing. The status of the epgs are unknown. No patient complications have been reported as a result of this event.